Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. The initial act during the procedure was 185 sec so an additional bolus of heparin was given and then upon recheck it was >400 sec. A watchman access system (was) was positioned and a 24mm watchman laa closure device was successfully implanted with no issues. Five hours post-procedure, the patient became hypotensive and a pericardial effusion was confirmed. A pericardiocentesis was performed. The patient was discharged a few days later on aspirin only and had her 45-day follow-up tee which looked good according to the physician. No clot was noted and the 2mm leak remained which was unchanged from the day of procedure.